Event description:
It was reported that continuous white power cable disconnections were noted. Log files were extracted and the controller was exchanged. The issue resolved after the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms associated with the white cable was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 4 hours ((B)(6) 2023 from 12:18:07 ¿ 16:38:26 per time stamp). On (B)(6) 2023 at 16:33:40, 16:33:43, and 16:38:06 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial number (B)(4), was not returned for analysis and was exchanged. Additional information stated that exchanging the controller resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.